Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jul-02 indicating that the ins was overdischarged and this information was confirmed with the patient. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's battery was completely depleted. The patient was scheduled for an MRI, but he had not used the device in 2 years and wanted it taken out. The patient said no one in the area would remove it. The patient had no current managing hcp. The MRI was ordered by the patient's cardiologist, and the patient was told the cardiologist can refer him to someone for explant. The supervisor of the MRI department was going to speak with the ordering provider to see if they would refer the patient for explant, and they were also going to refer the patient to a patient advocate service. The cause of the depleted battery was patient compliance as he stopped charging the device. Since the battery was depleted, the rep could not confirm MRI eligibility with their clinician programmer. The issue was not yet resolved. No further complications were reported.